Manufacturer narrative:
Correction: sections a1 and the initial reporter's last name have been updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated their controller would shut off occasionally by itself at least 1-2 times a month. Patient clarified the stimulation would turn off, which causes them a lot of pain. When asked event date, patient said "I don't know", 9 months to a year, then said a few months before they called a couple months ago about charging issues (during the call patient also confirmed the charging issues from the last call haven't happened again). Patient said they would be hurting bad so they'd go to charge, and the implant would be at 90%, so they would check the controller and the controller would say stim was off. Patient services (pss) said they saw rep at the doctor's office on thursday and rep told patient to call and insist replacement equipment be sent out. Agent reviewed controller reads what stim was telling it and reviewed replacement controller probably wouldn't resolve the issue. Patient continued to insist that controller be replaced and repeated rep told them to insist for replacement equipment. An email was sent to the repair department to replace the controller. Patient services (pss) redirected to doctor to further address issue should issue continue.